Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, a 10-8mm amplatzer pda occluder was chosen for implant using a 6f non-abbott delivery system. During the procedure, while deployment, it was observed that the occluder was not conforming to its desired shape and took form of cobra, therefore it was retrieved back. The deformed device was never released from the delivery cable. There was no interaction with the cardiac structures during deployment and no angulation/kink were noticed in the delivery system. The procedure was aborted. The patient remained hemodynamically stable throughout the procedure. There was no clinically significant delay in procedure and no adverse patient effects.